Event description:
Implant put in place for hammer toe correction in 2005. During routine follow-up in 2005 md noted broken implant on x-ray. A revision surgery was performed to replace the implant with a larger sized one.